Event description:
It was reported that (1) device was used during a trauma procedure. It was reported by the rep that a gunshot wound victim was involved. Using the tlc75 with tcr75 reload, after the 3rd reload, the staples pulled apart when instrument was removed from tissue. A tx device was used to complete the case. There was no further consequence to the pt.